Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open lung resection procedure, while on pulmonary vessel, the junction of the white plastic tip to the metal anvil (on anvil side of stapler) snagged the tissue as stapler was passed under vessel. Another stapler of the same model was used to complete the case. There was no patient injury.